Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, brown particles, wear abrasion, broken shell, missing piece of the shell and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool also observed non-penetrating nicks in the radius side. Based on the device analysis the final assessment is a striated edge broken on posterior due to anterior. Missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.